Event description:
This pt's cochlear implant was called up inside the vestibule as confirmed by a post-operative CT scan. Therefore, it was explanted and the pt was reimplanted with a new device in 2005.